Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Both side frames were returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the rear. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Broken welds on both sides on the lower frame.